Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that the exposed portion of the soft cannula was kinked, and partially torn. Because the cannula was torn, the complete fluid path could not be tested, though fluid was able through flow through the remaining fluid path and out the tear. It could not be determined when this damage occurred and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 24.6 mmol/l (442.8 mg/dl) with ketones of 0.1, while wearing the pod between 24 and 36 hours on the arm. Hyperglycemia treated by applying a new pod and bolus. The patient's blood glucose history is as follows: time: 09:00, bg (mmol/l): 20.4, (mg/dl): 367.2; 09:50, 20.6, 370.8; 11:15, 21.4, 385.2; 12:05, 24.6, 442.8; new pod; 13:00, 19.2, 345.6; 14:00, 11.8, 212.4.